Event description:
A dexcom clinical account employee reported on (B)(6) 2012, that a trial patient had been involved in a multi-vehicle car accident. Patient believes that she was not alerted of her hypoglycemic episode by cgm. Paramedics were called and patient's bg was measured at 20 mg/dl.dexcom technical support has made 3 attempts to contact patient in order to collect more information but without avail.